Event description:
Event description guidant received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead was admitted to the hospital after receiving a shock that converted ventricular fibrillation (vf) as the device was beeping. Upon interrogation of the device, the shock lead impedance was less than 20 ohms and a yellow screen appeared. This screen indicates that a shorted lead has occurred. An invasive procedure was performed, during which, the left ventricular (lv) pacing lead was damaged. A second lv lead was attempted, however, could not be successfully placed. Ultimately a third lv lead was implanted.